Manufacturer narrative:
A correlation between the device and the reported infection could not be conclusively determined. The pump was not explanted and therefore, not available for evaluation. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported on (B)(6) 2017 that the patient had been maintained on antibiotics indefinitely beginning on (B)(6) 2016. On (B)(6) 2017 it was reported that the patient had been admitted on (B)(6) 2016 for nausea and persistent fevers for 3 weeks. The patient was neutropenic during hospitalization; bone marrow biopsy was negative. During hospitalization the patient was evaluated for a heart transplant, and determined to not be a candidate. Heart failure medications were optimized for potential future explant with hopes the infection cleared. The event was reported as resolved with sequela; the fungemia persisted. A CT scan of the patient¿s spine on (B)(6) 2016 showed t10/t11 development of erosion. These findings were highly suspicious for acute inflammatory/infection disease process. During hospitalization at outside hospital on (B)(6) 2017 the patient continued to have positive serratia driveline cultures. The patient was reportedly febrile and continued on antibiotics/antifungals. The patient continued to decompensate and was transitioned to comfort care. The lvad system was turned off on (B)(6) 2017, and the patient expired (B)(6) 2017.

Manufacturer narrative:
Reference MFR report # 2916596-2016-00741 for the previous report of driveline infection. (B)(4). Approximate age of device ¿ 1 year 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported by clinicians at an outside medical center that the patient expired on (B)(6) 2017 due to refractory fungemia and multisystem organ failure. It was initially reported that the fungemia originated from the driveline/pump pocket. The patient had recurrent low grade fevers and generalized malaise. A driveline specific culture was positive for serratia. The patient was treated with IV antibiotics for the fungemia. At the time of admission on an unspecified date, the patient showed signs and symptoms of organ failure. The patient expired on (B)(6) 2017.